Event description:
The pt stated that 2 infusion tubings from her current box have been longer than 60cm. She stated that she works in a hot environment and the longer tubing has caused her insulin to deteriorate leading to elevated blood glucose. She stated her blood glucose has been as high as 300 mg/dl. The pt treated her elevated blood glucose with an insulin injection. Her normal blood glucose range is 80-150 mg/dl. Symptoms of elevated blood glucose include nausea, fatigue, and headaches. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.